Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-05 from the manufacturer representative reporting that contact 3 had high impedance but did not affect the patient¿s stimulation as no electrodes were used on that contact. The high impedance had been occurring since 2013. The cause was not determined. The event did not result in any impact to the patient or user. It was unknown if the pain and inflammation at the ins site was resolved. The health care professional (hcp) had prescribed topical cream to use on the pocket site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that he had been experiencing pain and inflammation in the area where the battery was implanted. The patient stated that he had recently been outside digging and that¿s when his pocket site started hurting. Representative checked the battery and recharging data, as well as ran impedances. Contact 3 had a high impedance, but that was already known. The healthcare provider prescribed the patient some topical cream for the inflamed area. No further complications were reported/anticipated. The indication for implant was post laminectomy pain and spinal pain.